Event description:
A pt reported that they could not re-attach their electrode belt to the monitor. It was determined that several pins had become bent in the electrode belt connector, preventing reattchment. A replacement electrode belt was provided within 24 hours.